Event description:
It was reported that the patient went into withdrawal and was hospitalized for two days. The pump medication had been increased in (B) (6) 2009. The reporter questioned whether the pump had been updated during the medication increase. There were no alarms. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).